Event description:
This is a report rec'd by baxter (B) (4) from the distributor, (B) (4). It was stated that there was a disconnection of the donor tubing and loss of stem cells during thawing. There is no pt outcome reported. If additional info should become available, this will be included in the follow-up report with the evaluation results.

Manufacturer narrative:
(B) (4).